Manufacturer narrative:
The field service engineer found the sample line was dirty and he replaced the sample probe and cleaned the sample line. Operational and mechanical checks passed and the customer completed setup and qc. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing. H3 other text : na

Event description:
There was an allegation of questionable hba1c tq gen.3 (hemoglobin a1c) results from cobas 8000 cobas c 502 module serial number 17g6-02. Patient 1 initial result on 30-may-2023 was 11.19% and the repeat result was 7.32%. Patient 2 initial result on 28-may-2023 was 9.50% and the repeat result on (B)(6) 2023 was 5.57%. The questionable result for patient 2 was reported outside of the laboratory and the doctor complained the result did not match the patient's history.